Event description:
A 28 mm diameter x 16 mm diameter x 16.5 mm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The internal aorta and iliac arteries were reported to be quite tortuous. Operative notes stated that the pt appeared to have suitable anatomy for endovascular repair as determined by computerized tomography scan. The pt was brought to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were isolated bilaterally. Because of tortuosity of the iliac arteries, manipulation of the guidewires was required to advance them above the renal arteries. Intravascular ultrasound (ivus) revealed a 90-degree angle where the infrarenal aorta became completely horizontal and then angled down into the proximal neck of the aorta. This made it difficult to obtain accurate measurements of aneurysm length. The physician elected to place the bifurcated stent graft in a "lateral" position, which he states allowed the most flexibility for transitioning across tortuous areas. A 22 french sheath inserted through the right side, and a 16 french sheath was inserted through the left side, the bifurcated device was inserted through the right iliac artery and traversed the tortuosity easily. After its position was confirmed with arteriography, the bifurcated stent graft was deployed at the level of the lowest renal artery and pulled back approximately 1 cm. The device was fully deployed into the right iliac artery and there appeared to be adequate distal purchase the contralateral gate was cannulated, and the contralateral iliac limb was deployed in the high gate area for 3-4 cm. The contralateral delivery system was used to maintain axial tension while the runners for the bifurcated stent graft were retracted. There was no movement of the bifurcated stent graft during removal of the runners. The iliac limb was fully deployed. A 16 mm diameter x 8.5 cm length iliac extender cuff was implanted in the left iliac artery just to the level of the hypogastric artery angiography demonstrated an adequate seal with no flow around the graft. The stent graft was balloon angioplastied throughout its length. Angiography demonstrated a persistent moderate to large type I endoleak that appeared to be coming from the right wall of the aorta. There was barely enough room from the flow divider to the renal arteries to allow for an aortic cuff, but the physician felt that there was suitable length. A 28 mm diameter x 3.75 cm length was inserted through the right side and deployed with the distal end right at the flow divider. There was approximately 5-6 mm of overlap of the aortic cuff with the bifurcated stent graft. The procedure notes state that the physician was concerned about the clearance of the renal arteries by the aortic cuff; therefore, angiography was performed by cannulating each renal artery. The procedure notes state that the renal arteries appeared to be patent bilaterally with the right renal artery filling better than the left renal artery. The proximal aorta was balloon angioplastied. The procedure notes state that final angiography revealed no evidence of endoleak and satisfactory blush of the renal arteries. Information has been received that conflicts with the procedure notes. It was reported that, during deployment, the cuff "watermelon-seeded" out of the delivery catheter and covered one renal artery. It was reported that the physician attempted to place a renal stent, but was unable to access the renal artery. The patient is reported to be in stable condition with excellent perfusion distally and reportedly good urine output in the recovery room. It was reported patient's serum creatinine level was 1.8 mg/dl (normal <1.2 mg/dl) post-procedure, but that the patient has lost perfusion to one kidney.